Event description:
Procedure: sleeve gastrectomy. According to the reporter: during the last "staple line the instrument broke open and a part of metal of the tissue gap control system broke out so the jaw opened. The piece of metal was lost in the pt. There was no extensive bloodloss."